Event description:
It was observed during the device inspection, the colonovideoscope exhibited foreign material at the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, olympus technicians were able to confirm that the section of the device with the foreign material remained had no deformation. However, a definite root cause of the reported event could not be specified. The event can be detected/prevented by following the instructions for use (IFU) which state: the instruction manual operation manual¿ gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual¿ gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.